Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."

Event description:
Addendum feb 17, 2022: the doctor was performing cut function. Settings were cut/coagulation level 1. There was no delay in the completion of the procedure, and the patient did not need additional anesthesia. The device was inspected before use with no anomaly noted. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Customer sent in the device for tissue not being cut though energy was large during a pancreaticoduodenal procedure. The teflon (tissue) pad was burning through while cutting the thinner tissue. The cutting of thick tissue had no issues. The procedure was completed with a new device. There is no reported harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the tissue pad was peeled. This medwatch is being submitted for the reportable issue of the peeled tissue pad observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The device history record review confirmed that the device lot had no anomaly in inspection in high frequency output and appearance. Upon inspection and testing, it was observed that the tissue pad was peeled. The reported issue of tissue not being able to cut was not duplicated. The exact cause of the event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: 1) the tissue pad was worn because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The reported issue of tissue not being able to cut was not duplicated. Therefore, the exact cause could not be determined. However, a likely cause of the reported event might be the following: the control handle was not fully gripped until it reached to the grip handle. The output activation level was not appropriate for the target body tissue. Since the tissue pad was peeled, the body tissue could not be grasped properly. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.